Manufacturer narrative:
Pump was received with intermittent up button response due to corroded key pad trace. No button error alarm noted. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump received with scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 17 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.